Event description:
Unomedical reference number (B)(4). Event occurred in the united states on 04-may-2024, it was reported that patient faced two infusion set fell off during use events. The patient replaced infusion set and resumed insulin deliveries successfully. No further information was available.

Manufacturer narrative:
Initial and final MDR (B)(4) - device 1 of 2.